Manufacturer narrative:
Image review: one fluoroscopic media file was available for review and demonstrated infolding of the evolut frame. Fluoroscopic valve load inspection images were not available for review; therefore, confirmation of appropriate valve loading could not be assessed. However, a misload was not reported, and the documentation indicated that the infolding was observed after the first recapture, which most likely contributed to the infolding observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could¿occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. It was reported that the infolded valve was recaptured and withdrawn from the patient. A pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. Available documentation indicates that annular calcification was present. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve infolded. Per the physician, the patient's anatomy contributed to the infold. No patient complications were reported as a result of this event. Additional information was received that there was no misload identified during loading. The infold of the valve frame was first noticed during the first recapture. The valve was recaptured one time due to the implant depth being too deep. Subsequently, the valve was not implanted and was withdrawn from the patient. Per the physician, the patient's anatomy, specifically annular calcification, contributed to the infold. It was noted that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve infolded. Per the physician, the patient's anatomy contributed to the infold. No patient complications were reported as a result of this event.